Event description:
Rn was using butterfly needle to get patients blood-pt ended up getting stuck multiple times due to equipment failure. Rn found to have multiple cuts in tubbing- lot number 5171281{-}-all butterfly needles with similar lot numbers checked and found to have broke and defective tubing and were pulled. Also, a national search found that similar product had issues in regard to protective cover extremely difficult to maneuver safely, thus increasing chance of needlesticks. Another report mentioned bevel was upside down on needle, and safety wings seemed to pop off needle. Manufacturer response for 23 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in., bd (per site reporter). Logistics discussed with manufacturer and they were returned for credit/replacement.